Manufacturer narrative:
Continuation of concomitant medical products: explanted: unk. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.

Event description:
Literature: ishisuka k, oaklander al, chiocca ea. A retrospective analysis of reasons for reoperation following initially successful peripheral nerve stimulation. J. Neurosurgery 106: 388-390 (march 2007). Summary: this study investigated the causes for surgical re-exploration in eleven patients with complex regional pain syndrome type ii (crps) who received initial pain relief from an implantable peripheral nerve stimulator (ins) between (B)(6) 2000 and (B)(6) 2004. A total of 16 ins-related operations occurred due to loss of effect despite reprogramming. Loss of effect was due to lead migration, infection and the need for placement in an alternative location. The authors concluded that most complications requiring additional surgery are due to equipment design but that ins placement is a potentially valuable tool for treating patients with severe chronic pain refractory to other treatment modalities. Reportable event: patient 2, a (B)(6) male patient with crps due to trauma, post-tibial tendon rupture who received stimulation in the left tibial nerve underwent surgical revision due to lead migration that caused a loss of analgesia. The patient had good pain relief initially, and the lead was repositioned at the original location.